Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an orthopedic procedure. During the procedure, the driving cap threaded from the trochanteric femoral nail advanced (tfna) set broke at the threads while hammering in the nail. The nail hit in without the driving cap. There were no fragments generated. There was no surgical delay. Procedure was successfully completed with no patient consequences. Concomitant devices reported: hammer/mallet (part# unknown, lot# unknown, quantity# 1), tfna nail (part# unknown, lot# unknown, quantity# 1). This report is for one (1) driving cap/ threaded. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.010.523, lot: l912825, manufacturing site: bettlach, release to warehouse date: oct. 08, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.